Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique, further described as not wearing a mask during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by abdominal pain. The treatment included cefazolin [intraperitoneally (ip), 1000mg, daily]. The patient was not hospitalized for the reported event. The pd therapy was ongoing and the patient was retrained on proper aseptic technique. The patient was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.